Event description:
It was reported that the pulse generator exhibited high current drain and loss of capture. The device was reprogrammed and remained implanted. The patients current status was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.